Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that reservoir continued to come out after insertion. Customer reported that issue occurred with other reservoirs. Customer's blood glucose was 124 mg/dl. Customer reported that insulin pump was not physically damaged and o-rings were still there. Customer was advised that insulin pump would need to be replaced.